Event description:
On an unknown date, a 33 mm masters series mechanical heart valve was implanted in the mitral position. On (B)(6), a 21 mm regent mechanical heart valve was implanted in the aortic position. On (B)(6), both valves were explanted due to active fungal endocarditis. The valves were noted to be functioning well. The 33 mm masters was replaced with a 33 mm medtronic 500dm and the 21 mm regent was replaced with a 22 mm medtronic 505da. A root enlargement was also performed. The patient is reported to be stable.

Manufacturer narrative:
The valve was returned due to fungal endocarditis. A silver stain was negative for fungal organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.